Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: found broken screen at start of arthroplasty. First of all, check the camera head and coupler. Subsequently, the scope has been determined to be broken. No visual damage the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be extreme handling during cleaning/maintenance. Manufacture date is not known.

Event description:
It was reported that there was blurry image.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.